Manufacturer narrative:
Covidien reference: (B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that the ventilator was inoperable. Patient involvement information was not provided by the customer.